Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working and completely dead. The blood glucose level was at 260 mg/dl at the time of incident. Insulin pump had blank display. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states the spring was neither damaged nor corroded. Display did not return after pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.